Manufacturer narrative:
In the case description, the user mentioned that the controller overheated and melted and the charging cable melted. Visual inspection of the returned controller found evidence of thermal exposure. Inspection of the charging port found the plastic around the port to be warped and damages were noted inside the port consistent with thermal exposure. Inspection of the charging port found no debris that would contribute to shorts that would result in thermal runaway. The charging cable and charging adapter were not returned with the controller. The controller was unable to turn on and was unable to be plugged in to charge due to the damage to the charging port. No log files were found to be available for the controller in the insulet cloud system. The internal back cover was removed to inspect the internal components. No damages, debris, or evidence of fluid ingress were observed that would contribute to thermal runaway at the charging port. The thermal failure observed is consistent with the types of thermal incidents associated with usb-c connectors when contamination, moisture, or metallic debris causes an electrical short during charging of the device. The exact cause of the reported thermal event could not be conclusively determined. Lot release records were reviewed, and the product lot met all acceptance criteria. The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#91127. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the device charging cord overheated and melted. Also, the lower portion of the device screen melted from the thermal exposure. The patient was using an insulet provided charging cable. No patient injury occurred, no patient symptoms or medical interventions were reported. No impact to the patient's blood glucose levels were reported. The patient was provided a replacement device.